Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, oversensing noise, and high rate non-sustained episodes were noted. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.